Event description:
It was reported that the patient experienced infection with the ambicor penile prosthesis (app). The app was removed and replaced with spectra concealable penile prosthesis. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.